Event description:
The customer reported the device did not produce audible sound. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips bench repair technician (brt) evaluated the device and found that there was a speaker error message and no sound. The brt determined that the malfunction was the main board. The reported problem was confirmed. The device was operational after replacing the main board.

Event description:
The customer reported the device did not product audible sound. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporter phone number: (B)(6).